Event description:
Pt undergoing procedure for removal and replacement of retained ureteral stent. The surgeon was utilizing a circon grasping forcep to remove a piece of the calcified stent when one of the grasper jaws broke off of the instrument. The broken piece was retrieved and a new instrument was obtained to complete the procedure. There was no injury to the pt. Broken device was returned to the user facility sterile processing dept for repair.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals a common root causes as follows: the failure of this instrument was likely a broken jaw, caused by excessive force exerted by the customer during use. The IFU warns against this misuse in the cautions section as follows: excessive squeezing force on handles can lead to failure of forceps jaws.